Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was also reported that no capture was also noted during the implant procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure the right atrial lead was sutured but was exhibited sensing issue. The lead was removed and replaced successfully. The patient was in stable condition.